Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was broken. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap. This report is to capture the reportable malfunction of the adhesive on the lighting lens was peeling off and a gap in the tip adhesive or dirt has entered the lens through the gap noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The forceps wire may have been broken due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The bending section cover adhesive was missing. The tip cover may have been scratched due to external factors. There are scratches on the operation part, insertion part of the serpentine, switch box, operation part cover, up/down/right/left knobs, up/down angle fixing lever, grip, universal cord, scope connector side of the universal cord, and right/left angle fixing knob due to external factors. The suction cylinder and forceps stopper had been scraped due to external factors. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the event (light guide lens glue peeled off and gap in the distal end) was due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.